Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient hadn't used the device in almost 2 years, it was off, and it doesn't work. The patient noted that they had loved it in the beginning, but it is unknown why the patient stopped using the device. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via the manufacturer representative from the patient. It was reported that the patient had told the manufacturer representative that he had not used the implantable neurostimulator for two years, thus not recharging it. The patient had received some type of injection that helped his pain and he did not need to use the implantable neurostimulator. The manufacturer representative could not interrogate the implantable neurostimulator, so no actions were taken to resolve the device not working. The patient doesn¿t want or need to use the system anymore. He doesn¿t keep the implantable neurostimulator recharged. The health care provider will be explanting the system on (B)(6)2017, and the patient¿s weight was unknown. There were no further complications reported or anticipated.